Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The physician suspected the left ventricular lead to be dislodged. The lead was explanted and replaced. No further information was available.